Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "iinternal comm failure - 1472" and "internal comm failure - 1474" error messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was not duplicated during the evaluation. However, an internal inspection found that four screws securing the smart pneumatic module board were missing, which can cause errors and alarms. The smart pneumatic module board was reseated, and the screws were installed to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.